Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 505 mg/dl at the time of the incident. Customer reported he had having high blood glucose and getting no delivery alarm. Assisted customer in performing a manual prime until at least 5.0 units and they observe insulin exiting the tubing or pump alarms. Customer reports insulin exits with the manual prime. Advise the pump is working as designed. Customer states the insulin did not exit. The insulin pump will not be returned for analysis.